Manufacturer narrative:
A customer in (B)(6) notified biomérieux of unrepeatable dilution results with vidas® toxo igg 1004509770/161027-0 and "invalid" results with vidas® toxo igg avidity . The high level obtained with vidas® toxo igg did not allow performance of the avidity assay with the dilution calculated as indicated in the package insert of vidas toxo igg avidity. Internal investigation results are as follows: no anomaly in the batch history record of vidas® txg ii 1004509770/161027-0 linked to this complaint. No non-conformity linked to the customer anomaly. Three (3) other complaints registered on vidas® txg ii 1004509770/161027-0 for the same issue. CAPA was initiated for dilution tests on positive sera not consistent with pure titles obtained on different batches of vidas® toxo igg.

Event description:
A customer in (B)(6) notified biomerieux of a discrepant result associated with vidas toxo igg (reference 30210). The customer reported results txm 2,64 and txg 175 iu/ml for a pregnant woman. The patient only received the results for txm and txg with annotation. There is no report of adverse impact to patient state of health. An internal biomereux investigation will be initiated.